Manufacturer narrative:
Concomitant medical products: 6947m-72 lead, implanted (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within two days of the implant procedure, the right ventricular lead threshold increased and it was determined there was an insulation breach with blood noted in the outer layers of the lead. The lead was explanted and replaced. It was also reported that the left ventricular lead was not in a good position. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.